Event description:
The patient reported a tingling sensation in her leg and foot. It was recommended that the patient follow up with their hcp. The patient stated she had an appt scheduled with her hcp. Add'l info has been requested from hcp. A follow-up report will be sent if add'l info is received.